Event description:
The ge oec 9900 fluoroscopy system displayed and intermittent split image.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated the image processor and display adapter pcb's. The program and persistent flash were erased and reloaded, and calibration files were restored. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.